Event description:
It was reported that pump generated malfunction alarms and prevented customer from accessing pump functions, with no blood glucose readings provided and no further event details available. There was no reported impact to the customer¿s blood glucose level. Customer arranged return of affected pump for evaluation, and distributor confirmed that pump powered on, charged, and connected to computer but continued to show malfunction alarm.